Event description:
It was reported that the non-dependent patient presented with crosstalk and intermittent far field p-wave oversensing, causing non-sustained rv oversensing episodes to be stored. Recommended programming changes were made. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.